Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient reported loss of hearing sensation with the device. There is no accident or trauma reported. The implant site appears healthy with no swelling or redness present. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The recipient reported loss of hearing sensation with the device. There was no accident or trauma reported. The implant site appeared healthy with no swelling or redness present. The recipient has been re-implanted. It was stated in the device explantation report that the active electrode lead and the reference electrode were severed during removal surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported loss of hearing sensation with the device. There is no accident or trauma reported. The implant site appears healthy with no swelling or redness present. Re-implantation is considered.